Event description:
Reporter indicated a vns pt was "admitted to the ER in 2008, for chest pain and severe sinus bradycardia. She has a history of chest pain due to mitral valve prolapse, irregular heartbeat and episodes of bradycardia. See attached medical records." Good faith attempts to obtain add'l info have been unsuccessful to date.